Event description:
Patient was having a laser lithotripsy procedure when the guidewire broke at the end of the case. The proximal part of the broken guidewire is in the ureter and the left renal pelvis with an indwelling ureteral stent in place. Patient will be seen by interventional radiology to explore options for possible removal of the broken guidewire.